Event description:
A report was received that the patient was experiencing severe pain at the ipg site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient was experiencing severe pain at the ipg site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein two extensions were added to the existing ipg. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing severe pain at the ipg site. The patient will undergo a revision procedure.